Event description:
It was reported that the customer was tended to by paramedics for hypoglycemia, with a blood glucose reading of 39 mg/dl. The customer stated that prior to the event, he had experiencing low sensor glucose readings and that he did not trust the sensor. The customer also stated that the paramedics did not treat him and just stood by until he was okay. The customer then stated that he had been using his sensor for over the recommended three day use. It was explained that sensors should not be used for more than three days. The customer further stated that shortly after a reading was rec'd by the insulin pump that it would alarm calibration error. It was explained to the customer that excessive readings would result in a calibration error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.